Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Additional information was received from the sales rep and the following was noted: the age and gender of the patient is unknown. Product looked normal upon removal from packaging. No difficulty prepping the device was noted. There was some resistance to the sds while advancing through the sheath was noted. Access was made via standard right common femoral artery puncture. Negative pressure was applied to the sds during prep per standard protocol. No positive pressure was applied during advancement. The lesion was pre-dilated. When the stent dislodged, the stent remained on the sds, unexpanded and proximal to the balloon. The stent was retrieved from the patient by withdrawing the entire sds. No additional retrieval intervention was necessary. The sheath was a 6f, 30cm terumo sheath, not cordis. The same sheath was used when the second stent was placed. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the palmaz genesis stent on optapro sds was dislodged while in the patient. There are no patient demographics available. The target lesion was right common iliac artery described as highly calcified and 80% stenotic. Product looked normal upon removal from packaging. No difficulty prepping the device was noted. There was some resistance to the sds while advancing through the sheath was noted. Access was made via standard right common femoral artery puncture with a 6f, 30cm terumo sheath. Negative pressure was applied to the sds during prep per standard protocol. No positive pressure was applied during advancement. The lesion was pre-dilated. When the stent dislodged, the stent remained on the sds, unexpanded and proximal to the balloon. The stent was retrieved from the patient by withdrawing the entire sds. No additional retrieval intervention was necessary. The same sheath was used and the procedure completed with another palmaz genesis device. There was no report of injury for the patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.

Event description:
As reported by sales rep, while crossing a highly calcified, 80% stenosis of the rt common iliac, the genesis 9x39 stent came off the balloon catheter. A lower profile genesis stent was then successfully crossed and deployed. No patient injury.